Event description:
An aneurx stent graft system was implanted in a patient for the endovascular treatment of a 54 mm diameter abdominal aortic aneurysm approximately 27 months ago. The aortic neck was 22 mm in diameter and 40 mm in length with severe angulation and thrombus. It was reported that during a film review approximately three weeks ago it was noted that the patient had a 3.1 cm in diameter iliac pseudo aneurysm which was attributed to disease progression distal to the iliac stent graft with no endoleak present. The patient will be treated with an endurant cuff at a later date. No additional clinical sequelae were reported and the patient is fine. Review of post-implant films show a talent bifurcate was positioned just below the renal arteries. The ipsilateral limb and single extension are on the right side and the contralateral limb is within the left common iliac artery. The distal left common iliac artery distal to the stent graft appears dilated to approximately 3cm in diameter. No endoleak is seen. No obvious stent graft issues are seen; the limbs are essentially straight and patent. Post-intervention images were not returned.

Event description:
Additional information was received for this case. It was reported that the pseudoaneurysm was treated with the implantation of an endurant iliac limb and the pseudoaneurysm was excluded. The patient is fine.

Manufacturer narrative:
(B)(4). Evaluation method: (film). Results: (pseudoaneurysm).